Manufacturer narrative:
On 17-feb-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with an ez steer thermocool navigation catheter and the patient experienced blood pressure drop, oxygen level decreased from 98 to 91% and the patient's rhythm changed to a right bundle branch block and turned into a ventricular tachycardia. The report indicated that during the pulmonary vein isolation (pvi) case, the physician performed two transeptal punctures and then injected contrast in the atrium to check the pulmonary veins. The physician noticed the contrast stayed in the left atrium appendage and didn't dilute, and what speaks towards the possibility of a thrombus in the appendage. A transesophageal echocardiogram (tee) was performed and determined that there was the possibility of a small thrombus in the left appendage. The physician did not stop the procedure and wanted to continue. The physician started ablating the cavotricuspid ishmus (cti) but could not get good contact and changed to a steerable sheath (senovo), and continued ablating. Suddenly, the blood pressure went down, oxygen level decreased from 98 to 91%. An echo was performed and there was no tamponade. The patient's rhythm changed to a right bundle branch block and turned into a ventricular tachycardia. Electrical cardioversion (ekv) was performed. The patient was stable. Procedure was cancelled. An activated clotting time (act) was measured and the level was 549ms. An ekv was performed because patient was in atrial fibrillation (afib). First, the physician usually ablates the cti, before ablating in the left atrium. The physician thinks that there could have been a problem in steerable sheath irrigation and air embolism.

Manufacturer narrative:
Correction: on 18-feb-2026, it was noticed the following information was inadvertently omitted from section b5. Event description of the 3500a initial medwatch: ¿the procedure was meant to be a pvi, but it was cancelled. No more interventions were provided. The physician thinks that there could have been a problem in the steerable sheath irrigation and air embolism. However, he also thinks he can't explain it completely sure. It was reported that the patient recovered "quite fast". Additionally, the h h6. Health effect - clinical code of ¿cardiac arrest (e0602)¿ was incorrectly added and reported in the 3500a initial medwatch, please consider this removed. Additional information received: on 23-feb-2026, additional information was received indicating ekv stands for ¿electrocardioversion.¿ additionally, it was reported that air embolism was not confirmed. As such, please consider the h6. Health effect - clinical code of ¿air embolism (e050301)¿ as removed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).